Event description:
Same case as MDR #6000089-2006-02500 and 6000089-2006-02501. It was reported that six days following a coronary artery drug eluting stenting treatment procedure, there was a thrombosis. The lesions treated were located in the circumflex (cx) and the obtuse marginal (om) coronary arteries and were 85-90% stenosed, but not calcified. The vessel was tortuous. The lesions were predilated using a 2.5x20mm maverick balloon. Using the kissing technique, a 3.0x20mm taxus express2 drug eluting stent was implanted in the circumflex (cx) and a 2.5x12mm taxus express2 stent was implanted in the obtuse marginal (om). Then the physician felt that there was a possible dissection in the cx, so another 3.5x12mm taxus express2 stent was implanted in the proximal cx. The lesions were post dilated using a 2.5x12mm maverick balloon. The physician was "very pleased" with the result and there were no patient complications. Angiomax was used during the procedure. The patient was prescribed plavix and discharged from the hospital. Six days later, the patient returned emergently to the hospital with chest pain. It was reported that the patient "stopped taking the plavix because she thought it had caused her to break out with a rash". Thrombosis was found at the location of the stents. The physician used an aspiration catheter to remove the clot. There were no patient complications and the patient was discharged from the hospital and prescribed ticlid. It was confirmed with the facility that the patient had an allergy to plavix that they were unable to treat using steroids.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.